Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00248, 0001822565-2023-00249.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient was revised on an unknown date due to infection. A cement spacer was implanted. The patient is waiting for a custom tibial baseplate to be implanted along with oss tibial bearing and femoral implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-ray images were assessed and will not sent to mmi for date of revision is unknown and not able to determine if images correlate with event and infection is not visible on x-ray. Sending images would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.